Event description:
Customer reportedly rec'd results of 12 mg/dl and 170 mg/dl within 10 minutes on the active system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.